Event description:
Pt treated for bilateral mandibular fracture nonunion and underwent open reduction and internal fixation of mandibular fracture with insertion of leibinger 2.7cm reconstruction plate and 6 screws. The pt then returned 2004 for removal of plate due to severe pain. Upon removal, it was noted that the plate was fractured.